Event description:
It was reported that the patient presented in clinic for software upgrade. During the software upgrade procedure, the device went into backup vvi. It was observed that the patient had moved during the download and no sources of emi could be identified. Patient was noted to have pre-syncopal symptoms after the device went into backup vvi. The firmware upgrade failed during two attempts. The original firmware was selected and the device download was performed successfully followed by device upgrade. The patient was stable post device software upgrade and will continue to be followed normally.